Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that prior to catheter placement, the customer unpacked and pre-flushed the PICC catheter kit and found that the catheter leaked liquid. Another kit was unpackaged for placement in the patient.

Event description:
It was reported that prior to catheter placement, the customer unpacked and pre-flushed the PICC catheter kit and found that the catheter leaked liquid. Another kit was unpackaged for placement in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be use related. One opened 4 fr s/l groshong nxt clearvue catheter basic kit was returned for evaluation. A microscopic observation revealed a ¿u¿ shaped split between the 21 cm and 22 cm depth markers. The split exhibited sharp fracture edges, and the fracture surface of the split was observed to have striations. Sharp angles were observed at the split site. The split was observed to have occurred from the outside of the device due to small sections of the split being connected by little pieces of catheter with more of the split forming from the outside of the device. The characteristics of the observed split appear to be from sharp instrument contact during handling of the groshong catheter. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.